Manufacturer narrative:
A ge representative evaluated the system and replaced a damaged video cable. System operates as intended.

Event description:
Customer reported poor image quality. The image is broken up and looks like a mosaic. No patient injury was reported.